Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that the tip of the drainage catheter detached within the patient during use. The physician used a vascular snare device to successfully retrieve the detached drainage tip from the patient. No patient injury to report.